Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician¿s office notified abbott representative the patient¿s scs system was explanted on (B)(6) 2017 due to infection at the scs ipg site. Abbott representatives were not present or notified at the time of the event.